Manufacturer narrative:
Com-(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Pt reported loss of connection smart phone